Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the "main power supply not found" malfunction occurred when the patient was using the device. At that time, the machine switched to internal battery power supply and the patient's use of the device was not affected. There was no reported harm to patient, user or third party. Considering that the battery might not be able to provide power long enough during the treatment, the department prepared another ventilator for use. The root cause of the ventilator to alarm with "main power supply not found" was determined to be a defective power supply. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event.

Event description:
According to the hospital staff, when the device was connected to an ac outlet, it was running on battery without permission, but the "loss of external power" alarm didn't go off and it wasn't logged. He said that no message appeared until the power was unplugged and plugged in several times at 16:46 even though it was running on battery.